Manufacturer narrative:
3004753838-2025-275949 and 3004753838-2025-275949-01 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. This complaint is a duplicate and the issue was already documented under (B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient uses insulet omnipod5 in modified closed loop. The cgm was reading 150 mg/dl, and the blood glucose reading was 476 mg/dl. The patient presented to the emergency department (ed), reportedly asymptomatic. There was no documentation of treatment received. She was noted to be stable during the call the next day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. However, the data investigation found a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 describe event or problem - additional. B6 relevant tests/laboratory data, inclu - correction. H2 additional information/correction. H6 health effect - impact code - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported by the emergency room's (ER) attending physician, that they called to report 2 sensors with cgm inaccuracy while the patient is at the ER. The doctor explained that the 1st sensor was inserted on sunday, (B)(6) 2025. In the middle on the night of (B)(6) 2025, the patient received an alert on her phone showing ¿low¿. Without bg test and solely relying on cgm readings, she took a peppermint, but her readings didn¿t go up. She then decided to do a bg test using a fingerstick (fs), which showed 400 mg/dl while her cgm still showed ¿low¿. The patient did not so take any medication or treatment after the reading comparison because she did not feel any symptoms, but she decided to go to the ER by herself to further assess the situation. Upon arrival at the ER, her bg was tested, and it showed 600 mg/dl, but the cgm reading was not specified. She was given an insulin drip and IV fluids, then doctor decided to replace the sensor, but the new sensor continued to read lower as compared to the bg test results, bg 476 mg/dl while cgm showed 150 mg/dl, so they called the dexcom ts for assistance. As of the time of the initial call, the patient was still at the ER for 5 hours, but not yet formally admitted. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. In the middle of the night on (B)(6), there was not a complete set of reported glucose values available to search within the parkes error grid calculator. After taking a bg fs, the reported glucose values fall within the d zone of the parkes error grid. After going to the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. After the doctor replaced the sensor, the reported glucose values fall within the c zone of the parkes error grid. However, the data investigation found a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.